Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. No pt involvement reported. The covidien customer support engineer (cse) inspected the device and could not duplicated the reported failure. No parts were replaced. The unit passed extended self testing.